Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: visual inspection results determined a failure on the foot pedal cord. Aging of product component pump head.

Event description:
Customer states that tumescent infiltration pump sometimes keeps running slowly even when the foot pedal is not depressed. The problem is intermittent.